Event description:
A report was received that a patient's lead showed signs of erosion. The physician buried the lead deeper; however, during the revision, the physician accidentally cut the lead. About two weeks later, the physician noticed signs of infection, as the patient was feverish and had some redness around the lead site. The physician placed the patient on oral antibiotics. The physician later explanted the entire system.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.